Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system reached elective replacement indicator (eri) due to the amount of therapy required by the patient. In addition, loss of capture (loc) with high pacing thresholds on the left ventricular (lv) channel was observed. The increase in the high pacing thresholds appear to be gradual starting in 2021. No adverse patient effects were reported this crt-d remains in service.